Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center image was not staying in the same place. It was moving each time the scope was rotated. It is unknown, when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, image moves, could not be identified. Root cause could not be identified. It was confirmed that the attachment ring of the camera head was loose. We, therefore, surmised that phenomenon ¿image moves¿ occurred because the attachment ring of the camera head was loose. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: not applicable because the malfunction was not caused by a misuse of users. Olympus will continue to monitor the field performance for this device.